Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive keypad. The customer's mother stated that the issue was not resolved by a battery change. She stated that the buttons had not been pressed for longer than 3 minutes and that the insulin pump had neither been bumped nor dropped. The caller did not know the blood glucose reading. The caller did not observe any significant events leading to the alarm. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corner, cracked battery tube threads and minor scratched display window.